Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing a rash at the insertion site. Pt reports that it takes over a month for the rash to heal and that in some areas, it still hasn't healed fully. Pt has used various secondary wound dressing to no avail. Pt has also tried alternating the insertion site between his abdomen and his buttocks, but the skin remains bumpy and itchy after each insertion, regardless of the insertion site. Pt has consulted with a dermatologist and an allergist. Pt was prescribed a steroid cream to use on the insertion site to help with the healing process. According to his allergist, with the use of the steroid cream, the rash should heal in one week. At the time of his call to dexcom technical support, pt still had minor rashes on his insertion sites.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.